Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 400 mg/dl. Customer stated that insulin pump had battery went out and was not at a place to change it right away, was out for a number of hours, has a new battery and done all to do insulin pump was totally off and now turned on and blood glucose 400 mg/dl and gave herself a shot. The customer was assisted with troubleshooting. The customer stated that they received active insulin and power loss alarm. Customer was able to clear the alarm. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.